Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open liver resection procedure, the device's insulation on non active jaw came off while being cleaned. Nothing fell into the patient cavity. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece found that the jaw liner had melted and detached during use. The reported condition was confirmed. The investigation identified a damaged jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt. The investigation identified the cause of the reported event to be user error. The (instructions for use) IFU warns: do not activate the instrument with the clamping jaw closed unless issue is present. This could damage the device jaws and cause injury to the patient. If information is provided in the future, a supplemental report will be issued.